Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that they forgot to how to use the device, they had also been up all night going to the bathroom. They will go the bathroom and think they're done and lay back down, but then realized they are not fully drained. They do not feel the stimulation sensation. There have been no falls or trauma. The caller first noted this began 3 weeks ago, but then stated that they were not sure when. Troubleshooting was unable to be performed as communicator was not charged and showed red. Caller plugged in the communicator to charge while on the call, but did not have enough charge to power on. Patient redirected back to patient services to continue troubleshooting. The patient's relevant medical history included caller indicating that they suffered a heart attack on (B)(6). Troubleshooting called patient back to obtain the communicator serial number. Additional information was received from the patient on 2022-jun-14. They repeated therapy issue as listed prior and said they had charged the communicator. Patient requested instruction on how to connect and make an adjustment. Troubleshooting reviewed navigation basics, however when patient connected they received the message that "all internal data has been lost." Troubleshooting reviewed meaning of screen message and redirected patient to schedule reprogramming session. Patient said that their hcp has left the clinic and patient is leaving on vacation tomorrow. Patient to call hcp office and patient services sent urgent request to field staff.